Event description:
A phone call was received from a baxter technical services associate who stated the customer reported a flo-gard 6201 infusion pump failed to alarm "air" during a patient infusion of an unknown chemotherapy in 2009. The customer reported that the device was programmed to infuse 1100ml of chemotherapy in one hour and the device kept infusing air which caused the patient to be transferred to the critical care unit with unknown symptoms. Per the biomed technician at about 3 days later, the facility is not going to return the device to baxter for evaluation. The device is being held at the facility, and is going to be evaluated by a third party. Baxter has attempted to obtain additional information regarding the patient event and the patient's status, but it has not been provided.

Manufacturer narrative:
Despite baxter's attempts, no additional information could be obtained regarding this event, the patient's status, or the third party evaluation.

Manufacturer narrative:
The facility is having the device evaluated by a third party. Baxter has requested a copy of the evaluation results. A follow up report will be filed if additional information becomes available.

Event description:
It was reported that the patient underwent a procedure at l4/5 using posterior fixation. It was reported that the screwdriver would not release the pedicle screw after the screw was placed. The screwdriver was pulled out along with the pedicle screw. The rescue screw was implanted. It was found that the thread of the driver was damaged. No other complications were reported.